Event description:
A surgeon stated a pt reported seeing ghosting following intraocular lens (iol) implant surgery. The surgeon reported the iol decentered. An additional surgical procedure is planned in order to recenter the lens.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There are no other reports in the lot. Additional info was requested by phone on 02/28/2008. Patient records were received via fax from the surgeon. This report was mailed to FDA on: 03/28/2008.